Manufacturer narrative:
Patient's weight not provided/unknown. (B)(4).

Event description:
It was reported that the abutment screw (mhlas) fractured inside of the implant. The fractured screw piece could not be removed from the implant. Therefore, the implant was explanted. Tooth location 5.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection. A visual inspection revealed that the internal drive feature contained the reported fractured screw, which was too badly damaged to be removed. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems 4894i rev 3-07/09. Seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. A singular cause for the complaint could not be determined. The following sections have been updated: date of this report, contact office, date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", entered evaluation codes, added manufacturer narrative. The following section was corrected: required intervention to prevent permanent impairment/damage (devices). Implant and explant date.